Manufacturer narrative:
(B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Conclusion code: the surgeon stated that the patient might not have been a suitable candidate for the lens. Pre-operative intraocular pressure was very high (40 mmhg). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Product evaluation-found that the lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found the optic split and the haptic torn, broken, bent, and deformed. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -16.5 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to elevated iop (without pupil block and angle closure). After explant, iop returned to normal level. To date, the surgeon does not plan to exchange the lens. The surgeon stated that the patient may not be suitable for lens implantation.